Event description:
Customer reports obtaining results of 312mg/dl and 109mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. It is unclear if the comparisons were performed on the same vial of strips. No quality controls were used.